Manufacturer narrative:
Device is expected for evaluation but not yet returned. A follow up report will be submitted upon completion.

Event description:
At case start after hooking up pump and camera, light source shaver & suction, water filled shoulder. Pump turned off, taken out of service and sent to the biomedical dept. Tubing was changed out. Pump was cycling at high rate of speed. Biomed completely checked out pump, operation and pressure found normal. This device is used for treatment.